Manufacturer narrative:
(B)(4). Visual inspection of the returned device found that the device does not have any visual damage. During evaluation, the device was disassembled and found that the wire was broken and a bend was found at the broken end of the wire. Under uv light and magnification, residues of glue were observed on the cannula and punch vise. The rack gear was checked under x-ray and the pull wire was noted to be kinked and broken. Additionally, the thumb wheel could not be moved during functional inspection causing the basket not to open properly. Based on the information available and the analysis performed, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used in the ureter during a ureterolithiasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle wheel of the basket could not be rotated, and the physician's hand was hurt while actuating as a result. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable. Investigation results revealed that the pull wire was broken; therefore, this is now an MDR reportable event.